Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was as there was a conical aortic neck. It was reported that the final angiogram revealed a proximal type I endoleak. The physician elected to implant another manufacturer¿s aortic cuff. However, the endoleak was not resolved. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; conical aortic neck).